Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it displaying alarms due to low peep (positive end expiratory pressure) and low inspiratory pressure was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the low peep (positive end expiratory pressure) alarm and the low inspiratory pressure alarm. There were no reports of patient use associated with the reported issues.